Event description:
It was reported that patient underwent revision hip arthroplasty in (B)(6), 2010 where biomet product was implanted. A subsequent revision procedure was performed on (B)(6) 2012 due to infection. The acetabular cup and polyethylene liner were removed and replaced. Only the acetabular cup was manufactured by biomet orthopedics. No further information has been provided to date.

Event description:
It was reported that patient underwent revision knee arthroplasty in (B)(6) 2010 where biomet product was implanted. A subsequent revision procedure was performed on (B)(6), 2012 due to infection. The acetabular cup and polyethylene liner were removed and replaced. Only the acetabular cup was manufactured by biomet orthopedics. No further information has been provided to date.

Event description:
It was reported that patient underwent revision knee arthroplasty in (B)(6), 2010 where biomet product was implanted. A subsequent revision procedure was performed on (B)(6), 2012 due to infection. The acetabular cup and polyethylene liner were removed and replaced. Only the acetabular cup was manufactured by biomet orthopedics. No further information has been provided to date.

Manufacturer narrative:
Event description - corrected to indicate the revision procedure was for a hip and not a knee.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." This report is number 1 of 7 mdrs filed for the same event (reference 1825034-2012-00245 / 3002806535-2012-00069, 3002806535-2012-00072 / 00076).